Manufacturer narrative:
The device was received for evaluation. During functional testing, reported symptom "due to not detecting cassete door" was not reproduced. A review of event history log revealed multiple events of door jammed messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be broken upper latch switch. The upper auxilliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to recognize the closed door during an unspecified process step in the biomedical service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.